Manufacturer narrative:
The cot was returned to ferno and evaluated by an authorized technician. A visual and functional evaluation was conducted. The technician found no issues with the cot that would have contributed to the alleged incident. The cot did however sustain cosmetic damage as a result. The IFU provides clear instruction for proper unloading of the cot and having a secondary operator verify the legs are down prior to releasing the safety bail from the safety hook.

Event description:
Complainant alleges while attempting to unload the cot from the ambulance, the operator did not confirm the wheels were on the ground allowing the cot to roll on its side and lower with the patient loaded. The patient alleged pain in the sternal region of the chest and was seen at the ER. No further details were provided pertaining to the alleged injury to the patient.